Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2016-02262, reference MFR. Report# 1627487-2016-02263. It was reported the patient's peripheral leads (off label) were cut (x-rays confirmed) during the unrelated back surgery. No additional information is available at this time. The patient received 2 pns leads of same lot number ( 4391101).